Event description:
It was reported that this electrode delivered several inappropriate shocks while the patient was running. The local area field representative noted they observed t wave oversensing because of a widening of the qrs. An exercise test was performed and widening of the qrs was once again observed. A reference s-ECG was recorded at that precise point and was sent to technical services (ts) for review. Besides the inappropriate shocks, no other adverse patient effects were reported. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service.